Manufacturer narrative:
Additional info: further information was provided and reported there was no patient injury. There was no incision enlargement or vitrectomy required. Another johnson & johnson lens (same model and diopter) was successfully implanted as a replacement. The patient was doing good post-operatively. No additional information was provided. The following sections have been updated accordingly: section e1: title: dr. Section e1: first/given name: unknown/not provided. Section e1: last name: (B)(6). Section e1: occupation: physician. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was encountered with resistance when attempting to push the iol into the cartridge. After implantation, a scratch was observed across the entire lens. As a result, the lens, which had been in contact with the patient, was removed and then implanted the spare lens we had on hand in the operating room. The lens is not available for evaluation as it was cut into four pieces during the removal procedure. No other information was provided.